Event description:
While attempting to load pca cartridge into the pca pump, a bar code error was displayed. The same cartridge was tried in another pca pump with the same error message displayed. A second cartridge with the same lot # was tried in the pump and the same error message was displayed. A third cartridge with a different lot # was successfully loaded into the pca pump.